Event description:
It was reported that (1) atw45 were used during a lap donor nephrectomy procedure. It was reported by the rep that the surgeon was trying to staple across the renal vein and the renal artery. The jaw of the stapler would not open after it was fired. The surgeon had to gradually wiggle the stapler off of the renal vein and artery after surgeon had tried numerous time to push the release button and push the black and gray levers forward. It is unknown how the case was completed. There was no consequence to pt.